Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was oversensing observed, possibly due to myopotentials. Physician decided to take no action. There were no adverse consequences for the patient.